Event description:
The hcp reported that, with every refill procedure, there was "too much baclofen left in the pump: 11 ml, 7 ml, 8 ml." The pump was explanted after an implant duration of 6 months and returned to the MFR for analysis. A follow up report will be sent when additional info is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is completed.